Manufacturer narrative:
Patient's exact weight was reported to be (B)(6). (B)(4). Siemens could not investigate the reported event because no logfiles have been provided by the user. An investigation of the root cause was not possible. A device malfunction has been not been identified. No further action is warranted at this time.

Event description:
It was reported to siemens, that an examination of a (B)(6) child could not be continued after the topogram (low dose overview image), because the flash-check (flash scan is a dose-saving fast scan mode) on the somatome definition flash system did not pass due to the high heart rate of the child. The customer decided not to continue the examination due to the high heart rate and wanted to consult the siemens application support prior to the cardiac spiral scan. The child was scanned later on the same system and therefore received an additional x-ray dose for the new topogram. No other injury has been reported, beside the additional x-ray dose. There was no negative health consequence for the child due to the rescan and according to the customer, the health status of the child is good. This report is being submitted with an abundance of caution.